Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing anomaly and lead impedance issue was noted during the patients follow up visit. Patient was asymptomatic. The lead was capped and replaced. Patient condition was good after the event.